Event description:
Caregiver reported hospitalization due to low blood glucose. The previous week, the customer's blood glucose reading went down to 15 mg/dl. Caller stated that customer was taken to the hospital via ambulance for low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.